Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the blower motor controller pcba started to smoke. There was no patient involvement.